Manufacturer narrative:
(B)(4). Additional information: the device was returned to baxter and the evaluation is complete. A visual inspection was performed and it was noted that red splicing tape was present on the inside of the pouch. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Actual occurrence date is unknown but was reported to be a couple of weeks prior to the aware date. The manufactured range was between 10/24/2013 and 10/31/2013. A review of all batch record documents was conducted for lot number gd895771 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient as in (B)(4).

Event description:
It was reported that there was a piece of red tape inside the package of the minicap. The home patient stated that the side of the package was not sealed and it appeared to have a red string coming out of the open package. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 6 of 6.

Manufacturer narrative:
(B)(4). A sample was not received for evaluation. Therefore, the cause of the reported issue can not be determined. Should additional relevant information become available, a follow-up report will be submitted.